Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the carotid artery. An 8x29, 5f, 135cm carotid wallstent was selected for use. However, upon inspection prior to insertion, it was noted that the stent looked damaged or bent. The device was replaced with a new 8x29 mr carotid wallstent, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the carotid device was returned for analysis. A visual and tactile examination identified a sheath kink approximately 310mm proximal from the distal tip. The device was returned with the stent fully mounted in the correct location on the device. The investigator deployed the stent without any issue. No damage or issues were noted with the deployed stent. Based on analysis of the returned product, the reported allegations could not be confirmed.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the carotid artery. An 8x29, 5f, 135cm carotid wallstent was selected for use. However, upon inspection prior to insertion, it was noted that the stent looked damaged or bent. The device was replaced with a new 8x29 mr carotid wallstent, and the procedure was completed successfully. No patient complications were reported.